Event description:
It was reported that the plaintiff underwent a hernia repair surgery in 1994. Silk sutures were used during the surgery. The attorney alleged that the plaintiff suffered infection and unspecified injury due to the use of contaminated sutures. No other info was provided.